Event description:
Pt with 16 year history of parkinson's disease underwent an uncomplicated implantation of a deep brain stimulator in the right subthalamic nucleus in 2001. The pt's postoperative period was uncomplicated and activation of the stimulator resulted in virtually complete resolution of the pt's parkinson's symptoms on the left side of pt's body. One month later, the pt was admitted for placing a deep brain stimulator on the left side of the brain. A preoperative localizing scan revealed a previously unsuspected asymptomatic right sided parial subdural hematoma (4 x 2 x 1 cm). As this hematoma did not require surgical evacuation, the decision was made to proceed with deep brain stimulator on the left side. This surgery wasn't uncomplicated; the pt was discharged on the next day in good condition. The scan will be repeated in 4 weeks.